Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer stated that he passed out and went into diabetic shock due to low blood sugar while using an accu-chek meter. He stated that between 1 pm-2 pm on (B)(6) 2017, he tested his blood glucose and received a result of 118 mg/dl on his aviva system. The customer then took his normal dosage of 5 units of novolog. The customer reported that within a few minutes of taking the novolog he began to feel weak and experienced low blood sugar symptoms. The customer attempted to self-treat by eating some hard candy, and sat down in his chair. The customer reported that he passed out a few minutes later; he does not recall how long he was unconscious but believes it was for a couple of hours. The customer's girlfriend called him at 5:30 pm on (B)(6) 2017 and did not get a response from him. The customer's neighbor then arrived and called the paramedics and fire department to the customer's house. The paramedics arrived at the customer's house between 6:15 pm-6:30 pm. Paramedics checked his blood sugar on their meter at around 7:00 pm and got a reading of 28 mg/dl. Paramedics then treated the customer with an IV that contained glucose. He stated that the reading of 28 mg/dl on the paramedics meter was compared to a reading of 56 mg/dl on the customer's aviva meter within 3 minutes of each other. The customer was then transported to the hospital at 7:55 pm via ambulance. He was not admitted to the hospital, but was sent to the ER. The readings and treatment obtained at the hospital were not provided. The patient was hospitalized for 8 hours. Return of the suspect device was requested for evaluation.